Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from oekg, there was possibility that this phenomenon was attributed to the abnormality detected on the electrical circuit board in the subject device, due to the failure or the aging deterioration of the pressure sensor on the main circuit board. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing the light of the front panel display of the subject device was turned off. There was no report of patient injury associated with this event. The service department of olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated, and it was found that the reported phenomenon due to the failure of internal circuit board.